Event description:
It was reported that the asymptomatic patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. Patient had no consequences, and the patient would continue to be monitored.